Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was completed as planned by reseating the video connection at the wcb. The philips field service engineer (fse) inspected the system onsite and could not duplicated the reported issue. Upon functional testing, fse found the issue was due to poor connection at the wcb (wall connection board) on the back of the flex vision. To resolve the issue, fse instructed the user on connecting the cables to wcb. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's live video images were intermittently cutting out. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.